Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and non-malignant pain. It was reported that the manufacturer representative took impedances intra-operatively at 0.7 volts and saw pairs with greater than 10,000 ohms on 0 and 1 for sure which was later reported as all greater than 10,000 ohms. The manufacturer representative was not sure if he looked at the results with the #2 as reference. Nothing was done intra-operatively to address the high impedances as the surgeon didn't want to do anything further. Impedances were not taken pre-operatively as the implantable neurostimulator was discharged. (Discharged implantable neurostimulator captured in a related event). The configuration was 2x4 and was cervical stimulation. Post-operatively, the manufacturer representative took impedances at 0.7 volts and all were higher than 10,000 ohms, but not out of range on electrodes 5-6-7. All pairs were greater than 20,000 ohms at 1.5 volts except: 2/5 15,057 ohms; 2/6 11,098 ohms; 2/7 899 ohms; 5/6 15,661 ohms; 5/7 16,146 ohms; 6/7 11,178 ohms, 2/11 899 ohms, 5/11 16,146 ohms, and 6/11 11,178 ohms. The manufacturer representative programmed the patient using electrodes 5-6-7 and was getting stimulation in target areas of pain at 1.6 volts to get full coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.